Event description:
False negative result(s). The user reported that they received negative results with 4 different flowflex tests (all lot cov2020179) before receiving a positive pcr result. One of the negative flowflex tests was taken the same day as the pcr test ((B)(6) 2022). The user received the positive pcr result the next day ((B)(6) 2022). The user appeared to perform the test procedure correctly.

Manufacturer narrative:
Batch records for final product manufacturing and qc records for co2020179 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020179 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.